Manufacturer narrative:
A2) patient date of birth and age: not available from facility. A3b) patient gender: not available from facility. A4) patient weight: not available from facility. A5/a6) patient ethnicity and race: not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to lead erosion. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath on the rv lead, progress was made to the superior vena cava (svc)/innominate junction and the lead freed. However, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including a pericardiocentisis and sternotomy. An rv perforation was discovered and repaired, and the ra lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.